Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were falling a whole bunch and her device wasn¿t working as good so they in to check it and they found the device had come out of place. The patient stated that the healthcare professional (hcp) thought that they could just revise the device to move it back into place, but the day of that was supposed to be a revision they found the implantable neurostimulator (ins) battery was so low and had ¿dropped down below 50%¿ that they ended up replacing the device with a whole new ins. The patient stated the battery was off and for some reason it had drained and stated that before the surgery it was at 52% and it was at 43% during the surgery when they checked to see if they could use the same one. The patient noted that her current ins was stitched in place so that if she falls it would help prevent it from moving. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.